Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: this patient is in a post-market study with altalyne ultra rods and expedium screws. (Depuy synthes spine). Additional information has been requested, however not received. If further details are received at a later date a supplemental medwatch will be sent. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Patient demographics: initials / ID, gender, age or date of birth; bmi. Patient pre-existing medical conditions (ie. Allergies, history of reactions). Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Product code and lot of product used? What is the physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient who underwent surgery for adolescent idiopathic scoliosis on (B)(6) 2023 and topical skin adhesive was used. Patient reported rash and bumps, as allergic reaction. Prescribed 0.1% mometasone ointment was prescribed. Rash has resolved. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Here are the responses from the site: please describe how the adhesive was applied. Applied per protocol. What prep was used prior to, during or after adhesive use? Duraprep: was a dressing placed over the incision? If so, what type of cover dressing used? Mepilex ag post op: is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No, is the patient hypersensitive to pressure sensitive adhesives? No, were any patch or sensitivity tests performed? No. Patient demographics: gender, age, bmi male, 15, 15.53 patient pre-existing medical conditions (ie. Allergies, history of reactions) no significant medical history. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? No. Product code and lot of product used? Not available (not recorded). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.